Event description:
At 8:20 a.m., the customer obtained a blood glucose reading of 455 mg/dl on a contour next link 2.4 meter. Upon repeat testing on a contour next one meter at 8:22 a.m. And 8:23 a.m., the customer obtained readings of 212 mg/dl and 216 mg/dl respectively. The was no allegation of adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.